Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient (pt) thinks that they already got the recharger on the right spot, but after a few seconds it starts beeping again, and they would have to find the implantable neurostimulator (ins) again. Caller stated that it seemed to be getting worse, and they are repositioning half to a dozen time during a recharging session. Caller also mentioned that it progressively worsens within the last 2-3 months. They also mentioned that the patient sits in a recliner the whole time during a recharging session without moving, but sometimes they are able to charge the ins without having to reposition. Caller mentioned that they will be seeing the healthcare provider (hcp) again within a month or two. Agent recommended for them to continuously monitor the issue and redirected to the hcp to further address it. Agent documented reported events.